Event description:
In 2009, the pt's father reported the pt has noticed leakage around the luer/adapter area of her insulin infusion sets. He stated the pt has tried infusion set tubings from 3 different boxes and has tried different cartridges but continues to have leakage. He said the pt believes the issue is with her blue adapter cap. The pt's father stated the pt is currently not using her infusion device and her blood glucose is 500 mg/dl. The pt was sent new cartridges, infusion sets, and adapters to troubleshoot the concern. On follow up with the pt's father, he stated the new adapters have resolved the issue. No product will be returned for evaluation.

Manufacturer narrative:
Results: no product will be returned for evaluation.